Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip device was deployed successfully and the patient was discharged. 48 hours later the patient presented with right groin edema and ecchymosis. Her hemoglobin was 6.6. Imaging showed an actively bleeding pseudoaneurysm and the patient was in hemorrhagic shock. A vascular surgeon performed a repair of the right common femoral artery. During the surgery the patient required a transfusion. The patient had a follow up visit with the surgeon on (B)(6) 2017 and was stable.

Manufacturer narrative:
Voluntary medwatch: (B)(4).

Event description:
A 6f angio-seal vip device was deployed successfully and the patient was discharged. Four days later the patient presented with right groin edema and ecchymosis. Her hemoglobin was 6.6. Imaging showed an actively bleeding pseudoaneurysm and the patient was in hemorrhagic shock. A vascular surgeon performed a repair of the right common femoral artery. During the surgery the patient required a transfusion. The patient had a follow up visit with the surgeon on (B)(6) 2017 and was stable.